Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with blood on site. They were bleeding so they changed the sensor. There was still a little bit of blood with the new sensor. The customer¿s blood glucose during the incident was around 260 mg/dl. The customer also reported that they had a low blood glucose of 48 mg/dl. They did not mention any form of treatment. They declined troubleshooting for both high and low blood glucose. The customer¿s current blood glucose was 141 mg/dl. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.